Manufacturer narrative:
The serial number originally reported was sn (B)(4). The correct serial number is sn (B)(4).

Event description:
On (B)(6) 2013, the reporter contacted animas, stating that the display screen was very dim. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation - (B)(4): the device was returned to animas and evaluated by product analysis on 05/28/2013 with the following results: pump powers ¿on¿ and displays ¿verify¿ screen. The display screen was observed to be dim and faded. A test display screen was mounted during investigation, the pump was able to boot up with a fully functional and illuminated display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.